Event description:
Consumer called to report inaccurate readings with her meter. Analysis run on consensus error grid (ceg) using mean readings (271) as reference point vs. Bd readings (500, 42) yielded some data points in the d range of the grid, outside acceptable limits.